Event description:
It was reported that the cannula instrument was being returned as it is believed it may have damaged one or more instruments. No pt harm, adverse outcome or injury was reported. The following medwatch reports were created for the cannula accessories and instruments used at the same facility. MFR. Reports #2955842-2006-00173, #2955842-2006-00174, #2955842-2006-00175, #2955842-2007-00008, #2955842-2007-00010, #2955842-2007-00011, #2955842-2007-00012, and #2955842-2007-00013.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, engineering found a dent at the distal end of the cannula, which may remove material from the instrument during use. It was determined that the dent was most likely caused by being dropped or mishandling.